Manufacturer narrative:
Product ID 8709sc, serial# (B)(4). Product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-oct-2009, UDI#: (B)(4). Medtronic if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, bupivacaine, and another drug all at unknown doses and concentrations via an implantable infusion pump for malignant pain, other carcinoma, and spinal pain. It was reported that in 2013 the patient wasn't getting any relief from the pump. The patient reported that the morphine in their pump was "pretty high," at the time because she wasn't getting the relief she needed. The patient reported it was later discovered that the catheter was clogged. It was reported that the pump and catheter were replaced because of the issue. No further complications were reported.